Manufacturer narrative:
The erbe generator was inspected/tested (note: the non-erbe accessories were not a part of our examination.). The evaluation included an electrical safety check, a functional check of the equipment's features, and a power output check of the esu. The unit was/is within specification and all features were/are working properly. Also, no anomalies were found in the device history record (DHR) of the generator. In conclusion, no erbe equipment was found that would have caused or contributed to the incident. As part of the esu's evaluation, the unit's chronological log was reviewed during the time of the operation. The settings used were auto cut, effect 5, 120 watts as well as swift coag, effect 4 and 6, 50 watts. The log also revealed that the activation times were long with many being longer than 10 seconds. Additionally, per the chronological log, over large portions of the procedure, the relative "on" time of the generator exceeded the prescribed maximum value of 25% (i.e., cooling was not sufficient.). Based upon the provided information and our evaluation, most likely the frequent and prolonged activations of the unit, the settings used, etc. Exceeded the load capacity of and/or overheated the non-erbe instrument causing it to breakdown. The esu's user manual warns that excessive electrical stress on instruments can damage them and that if the damaged area contacts tissue, unwanted coagulation may occur. Furthermore, the manual also states the generator is designed and tested for a relative "on" time of 25% (in accordance with the norm). Very long activation phases without corresponding cooling phases can lead to tissue damage. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an anatomical liver resection. The esu was used with another manufacture's instrument (i.e., a bowa handle) and neutral electrode (note: the neutral electrode was placed on the patient's right thigh.). Specific information regarding the accessories used was not provided. Additionally, no information was conveyed to erbe regarding the equipment settings (e.g., modes, effects, wattage, etc.) Used in the procedure. Nevertheless, during the operation, it was reported that the plastic of the bowa handle on the instrument's front third became "charred" and scorched. As a result, there were minor burns to the patient's intestine. No information was provided regarding if or how the burn/necrosis was treated.